Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the silicone jaw boot and was bent. The hot jaw metal tangs were bent and sticking out of the silicone jaw boot. The jaws had no signs of clinical usage. There was no evidence of blood. Based upon the visual observations, the reported complaint for "heater bent" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro 2 wire was bent and not fully attached to the jaws, out of box. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.